Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. The actual device was not returned for evaluation. However, two unused 6fr glidesheath slender kits were returned for evaluation. Visual inspection revealed that no anomalies were noted on any of the components. Functional testing was conducted. Leak testing was performed for both returned sheaths. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged under water for approximately 30 seconds. No air bubbles were observed forming around the assembly. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and no bubbles were detected after 30 seconds for any of the sheaths. The dilator was removed, and the assembly was submerged. No bubbles were observed for any of the sheaths. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. A unused device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device used on the patient; see MDR no. 1118880-2019-00112 for the second device and see MDR no. 1118880-2019-00113 for the third device reported that was used on the same patient.

Event description:
The user facility reported that the valve of a glidesheath slender device was leaking. The procedure was completed successfully and the patient is in stable condition. The blood loss was less than 250cc's. Additional information was received may 8, 2019: the procedure performed was a diagnostic heart catheterization. The procedure was completed using a new sheath.